Event description:
It was reported that a patient underwent an acdf procedure at levels c4-7 using an anterior cervical plate system. Sometime post-operatively, during an MRI review, it was detected that the patient had not fused and was experiencing "pseudo" at several levels under flexion/extension. According to the report, it was also noted that the "plate never locked down". A revision surgery was performed to lock down the plate posteriorly. No further complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.